Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a nurse from (B)(6) of peritonitis in a patient, coincident with physioneal 40, 1.36 % , 2l viaflex (castlebar) therapy. The nurse reported the patient started (continuous ambulatory peritoneal dialysis) capd on (B)(6) 2012 and followed a prescription of physioneal 40, 1.36%, 2l/4x day. Concomitant medication was not reported. It was reported that on an unspecified date, the patient had cloudy effluent and that the patient was hospitalized on (B)(6) 2012 due to bacterial peritonitis. The reporter did not know the exact batch number of physioneal in use by the patient at the time of the event. It was reported that the patient was discharged from the hospital on (B)(6) 2012 and that the patient was fully recovered on the (B)(6) 2012. Remedial medication was not specified, however, the reporter informed the patient performed a daily "ab therapy" (antibiotic) (unspecified generic/brand product, dosage and route of administration). The nurse considered the events reported as not being related to baxter pd (peritoneal dialysis) solutions, but due to a break in the aseptic technique. The reporter stated that the patient did not use a mask during the exchange procedure. The nurse confirmed the patient was retrained in pd procedure on (B)(6) 2012. No further information was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique. The complaint is confirmed because patient reported a breach in aseptic technique and peritonitis and stated "he did not wear a mask during the exchange procedure." No assignable cause for the breach in aseptic technique was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.